Event description:
It was reported that during a cardiac procedure, the customer experienced low light output from their two light sources. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The instrument was evaluated on site. Per the customer reported complaint, engineering obsered bad light output of both light sources.